Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Ulceration is a known but rare inherent risk with the miradry treatment. The rate seen (30 worldwide incidents out of estimated 139,000+ procedures performed to date) is approximately 0.022% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Patient developed a large ulcer in the axilla several weeks post miradry treatment. Exact date unknown. The ulcer did not have pus and the wound culture results were negative. The treating physician suspected the patient had a severe inflammatory response to the treatment. The affected area was debrided and packed daily. Oral and topical antibiotics were prescribed. Later on, the affected area appeared to have indurated nodulocysts. The treating physician injected kenalog.

Event description:
Patient developed a large ulcer in the axilla several weeks post miradry treatment. Exact date unknown. The ulcer did not have pus and the wound culture results were negative. The treating physician suspected the patient had a severe inflammatory response to the treatment. The affected area was debrided and packed daily. Oral and topical antibiotics were prescribed. Later on, the affected area appeared to have indurated nodulocysts. The treating physician injected kenalog. The treating physician confirmed the patient's symptoms are resolving on (B)(6) 2018.